Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. For example, the patient reported the following discrepancy: cgm reading at 320 mg/dl and blood glucose meter reading at 190 mg/dl. The patient reported no use acetaminophen at the time. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.